Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4) no longer applies due to the additional information received via follow-up that confirmed the motor stall was due to an MRI and not related to the reported event of withdrawal symptoms. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in response to a request for follow-up. It was confirmed that explant was on (B)(6)2019. The patient first started experiencing the withdrawal symptoms on (B)(6)2019 and the symptoms were not associated with the 21 minute long motor stall on (B)(6)2019. On (B)(6)2019 the catheter was investigated intraoperatively and it was noted that csf pressure was sufficient to produce backflow. In addition, with external pressure no leak was observed over the entire catheter. The catheter was found to be in good condition with no disconnection and a catheter defect was "precluded" by the hcp. In response to a question asking if any volume discrepancies were observed at refills it was noted that on (B)(6)2019 17.2 ml was aspirated when 16.6 ml was expected, which was reportedly calcuolated to be a 3.6% discrepancy per the hcp. In response to a follow-up question asking if any programming changes were made prior to explant to resolve the symptoms it was noted that on (B)(6)2019, infusion was programmed to 12.4 mcg/day and on (B)(6)2019 increased to 250 mcg/day and there was no clinical effect of any of these infusion changes. It was confirmed that the 21 minute-long motor stall on (B)(6)2019 seen in the logs was due to an MRI. It was reported that the patient's symptoms resolved after the system was replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# unknown, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 2000 mcg/ml at a dose of 250.2 mcg/day via an implantable pump. The indication for use was not provided. It was reported that the pump and catheter were replaced due to baclofen withdrawal symptoms (including hypertensive crisis, spasticity, and vegetative symptoms) with no identified root cause. It was noted that in the pump logs there was a motor stall that lasted 21 minutes. It was indicated that the pump would be returned but the catheter would not be returned as it was discarded. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis identified the outer shield was expanded; however, it did not affect the performance of the pump in the laboratory. If information is provided in the future, a supplemental report will be issued.